Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider concerning patient with implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s ¿battery is not good anymore¿ but then clarified that the ins was at eos and a battery exchange was planned. There were concerning symptoms and the patient was having shocking sensation and the healthcare provider was speculating that the lead could be broken. MRI eligibility information as it pertained to eos battery was reviewed and it was recommended to confirm ins status and eligibility with the patient¿s managing healthcare provider. No further complications were reported/anticipated.